Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed "system error" and stopped working midway during the procedure. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.

Event description:
It was reported that the device displayed "system error" and stopped working midway during the procedure. There was patient involvement and no harm.